Manufacturer narrative:
Since phaco fragmentation does not work properly during surgery and a delay in the procedure is more then 30 min, this event is concluded as reportable. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)).details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. All available information has been disclosed. This complaint has now been closed.

Event description:
A report from (B)(6) was received and reported the following: the problem could come from a bad use of the unit. Surgery on lens nucleus at fundus and the program selection was on the phaco fragmentation (vitrectomy and phaco with long needle). Program initialization and selection succeeded. Initially there was no problem with vitrectomy but then, when selecting the phaco fragmentation step an error message occurred when using the foot pedal. An attempt was made to select a new initialization and select the phako fragmentation step again and once again the same error message concerning inactive us occurred. They tried without any success an other phaco hand piece. It was not possible to do the fragmentation of dislocated hard lens deep in the vitreous cavity. The surgery was completed with fragmentation of the lens long and hard with a vitrectomy extending the length of surgery time to an extra 45min. All information has been disclosed.